Event description:
It was reported that during a laparoscopic fundoplication procedure, the surgeon reported that he had "the hissing port to beat all hissers" that he had used on a patient the night before. He said it was constantly hissing throughout the procedure and this was distracting but also detrimental to the procedure. He said when he took instruments out and looked down the port he could see all the way through to the abdomen because the valves were open. Another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.